Manufacturer narrative:
Additional information: added: analysis of production records; 3331. Added: historical data analysis; 4109. Added: trend analysis; 4110. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, there was blood in the gas line. There was no reported patient injury.

Event description:
It was reported that during intra-aortic balloon(iab) therapy, there was blood in the gas line. There was no reported injury to the patient. Medwatch report #mw5095283 received on (B)(6) 2020.

Manufacturer narrative:
Additional information: medwatch report #mw5095283 received on (B)(6) 2020. Section e initial reporter: scott sweigart & devon olesen. Section e initial reporter email address: scott.sweigart@pennmedicine.upen.edu & devon.olesen@pennmedicine.upenn.edu upon further clarification with devon olesen, there was no serious injury that occurred. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was blood in the gas line. There was no reported patient injury.